Event description:
It was reported that during advancement without resistance of a 2.0x28 rx vision stent delivery system (sds) toward a lesion in the left anterior descending (lad) coronary artery, the stent dislodged in the left main artery. The balloon of the same sds was then inflated, crushing and embedding the dislodged stent into the vessel wall of the left main artery, followed by withdrawal of the sds without resistance. Another 2.0x28 rx vision sds was able to treat the target lesion in the lad without issue. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation and the reported stent dislodgement was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.